Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. Examination of returned device found no evidence of product non-conformance. A review of the provided data and the visual examination of the components have indicated the presence of three wear stripes on the femoral head, two wear stripes on the acetabular cup and wear patches on both bearing surfaces.such mechanisms can arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. The inclination angle is slightly higher than the recommended value in the surgical technique and the anteversion angle was lower than the recommended value; together these positions may have led to a breakdown in the lubrication of the articulation and the aforementioned observations. This may have been further encouraged by the potentially high loading through the joint due to the weight of the patient which, according to their bmi, is within the obese category. Redlux measurements have also indicated a high level of material loss from both bearing surfaces. The deep scratches on the femoral head in addition to the minor indentations on both bearing surfaces suggest that a third body was present, the source of which is unclear. Together with a likely mechanisms stated above, this may have further contributed to the pseudo-cyst containing brown-stained fluid that was found within the hip and other features noted to be "consistent with armd." It is however worth noting that the patient's co and cr levels were detected to be below the limit defined in (B)(4). The female taper on the femoral head was nearly pristine with no evidence of fretting; neither was any wear detected via redlux measurements. The stem has not been received for analysis however the surgical notes state that there was no evidence of trunnionosis. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04550 / 04553).

Event description:
It was reported a patient underwent an initial left total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 due to armd. During the procedure, a 4-3 cm pseudo-cyst containing brown-stained fluid; caseous tissue; metal-stained polypoid synovium posteriorly and antero-inferiorly; well-fixed cup; 2x4 cm antero-inferior area of osteolysis which extended down into the pubic ramus; and a 2x1.5cm area of osteolysis antero-superiorly were noted. All components were removed and replaced. Reported from (B)(4) laboratory.